Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits moderate charred detritus adhesion on surface; the control knob is adhered to the fiber; no difficulty was noted when rotating the control knob; the outer flow tubing open end exhibits minor scratch mark, signs of melting, and partially erased red octagonal sign and blue arrow indicator; the connector cone, segments and tabs appear in good condition and secured. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during bph procedure, "fiber rotates in its sheath" was noted at 39,848 joules and 4:23 minutes of use. The fiber was exchanged, and "exit overheated" was noted on the second fiber at 48,573 joules and 5:20 minutes of use. The fiber was exchanged, and "at the hub it is dislodged" was noted on the third fiber 80,740 joules and 9:10 minutes of use. No information was provided regarding how the procedure was completed. The fiber tips (caps) were cleaned during the procedure. No patient injury was provided. This report is for the third fiber.